Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Testing was performed, and the reservoir passed per specification. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.

Event description:
The custome reported via phone call that she experienced air bubbles in the reservoir. The customer explained that she experienced many air bubbles during the transfer process. The customer's blood glucose was 199 mg/dl. The customer was not able to fully troubleshoot the issue because she had already changed to a new reservoir. The customer was advised that the reservoirs would be replaced. The customer did not return the product for analysis.